Manufacturer narrative:
An event regarding locking ring dissociation involving a constrained acetabular insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been no other events for this lot. Conclusions: it was reported that the liner broke because the surgeon used excessive force to ¿test it out.¿ the event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided.

Event description:
Locking ring from constrained liner became disassociated. No backup was provided. The patient subsequently had to have existing acetab implant removed and replaced with a revision cup and constrained liner from another vendor. In its entirety the event added one or more hours to the surgery, caused prolonged anesthetic to the patient, increased blood loss and recovery time.

Event description:
Locking ring from constrained liner became disassociated. No backup was provided. The patient subsequently had to have existing acetab implant removed and replaced with a revision cup and constrained liner from another vendor. In its entirety the event added one or more hours to the surgery, caused prolonged anesthetic to the patient, increased blood loss and recovery time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information was requested and if it becomes available will be submitted in a supplemental report.